Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 days post implant of this 35 mm mitral annuloplasty band was explanted and replaced with a 33 mm mitral annuloplasty band for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that 9 days post implant of this 35 mm mitral annuloplasty band was explanted and replaced with a 33 mm mitral annuloplasty band due to mitral regurgitation. No additional adverse patient effects were reported.  Added weight and updated patient and device code. If information is provided in the future, a supplemental report will be issued.